Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, due to the lamp lighting up after the bulb is replaced and no errors have occurred, it is likely that the lamp could not be lit due to the fact that the bulb has reached its end of life, sending the illumination error (e103) information to the video processor, and that the video processor was displaying a e103 error on the monitor. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter replaced the main lamp.

Event description:
A user facility reported to olympus that an "e103" error was generated and the standby light blinked. The procedure was completed using the same device after powering down the unit then on again. The amount of delay in procedure is unknown. As confirmed by the user facility, there was no patient impact or injury associated with the problem.